Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited an increased sensing integrity counter (sic) with multiple high rate non-sustained episodes. Additionally, high impedances and far field p-wave oversensing was observed. A lead fracture was suspected. The lead was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.